Event description:
Fse discovered that while performing pre-use checks the ventilator failed pre-use test and displayed error code "43" and "41". The fse discovered the 1772 pcb and the battery module were defective. The fse replaced the defective 1772 pcb and battery module, calibrated and performed functional checks. Ventilator passed all test and performed to all manufacturers specifications.